Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer reported crack on battery compartment. No harm requiring medical intervention was reported. The troubleshooting was performed and it was found that the customer was getting replace battery now alarm and insulin delivery was stopped due to low power. Customer will discontinue use the device. The insulin pump will be returned for analysis.

Manufacturer narrative:
Pump successfully downloaded traces and history file using thump. Pump passed active current measurement, self test, and displacement test. However, unit received with unexpected battery power loss and had high sleep current. Pump was cut open to perform visual inspection and found¿evidence of moisture damage on the electronic assembly (pcba 1/pcba 2) boards. Swapped pcba 2 board with a test board and sleep current measurement passed. Low battery alert confirmed on the pump history files on 01/11/2023 at 07:05:22.000. Test p-cap / reservoir locks properly into place. The following were noted during visual inspection: scratched case, pillowing keypad overlay, stained keypad overlay, corroded battery tube, cracked case, cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side. Unexpected battery power loss was confirmed during testing where unit didn't pass sleep current due to moisture damage on the pcba 2 board. Cosmetic damage was confirmed where cracked case near the corner of belt clip rails, broken battery tube threads, and cracked case on the battery tube side was noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Corrected description: battery cap was only loose because customer had a crack in her pump from the top of the battery compartment to the bottom.